Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on (B)(6) 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging allegedly having difficulty breathing and allegedly stating the device has a service required message on it. Related to CPAP device there is no allegation of serious or permanent harm or injury. Philps investigation lab observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Missing accessory module flip door. Pil technician did not observe a service required message on the device. Liquid ingress was observed on the blower and p4 power connector. Inv1023 addresses the issue of liquid ingress. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that is unable to directly address the symptoms outlined in the complaint. And did observe dust/dirt contamination in the airpath, likely from a source external to the device manufacturer observed no evidence of degraded sound abatement foam. In this report, sections d9, g3, h3, and h6 have been updated or corrected.